Manufacturer narrative:
Date sent to FDA: 2/11/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2018 through november 30, 2018.

Manufacturer narrative:
Date sent to FDA: 4/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2018 through november 30, 2018.

Manufacturer narrative:
Date sent to FDA: 10/25/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2018 through november 30, 2018.

Manufacturer narrative:
Date sent to FDA: 04/20/2021. Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2018 through november 30, 2018.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. E2013037. Total number of events ¿ 69; prolift +m pelvic floor repair  - 4; prolift pelvic floor repair  - 64 ; prosima pelvic floor repair - 1 .

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient experienced dyspareunia and erosion. It was also reported that the patient has undergone revisionary procedures. No additional information was provided.